Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported they were getting device not supported icon on the remote. The patient was able to use the recharger to turn on/off. The patient stated this worked up until three days ago. The patient was to follow up with the health care provider (hcp). The patient just had a replacement on everything six months ago. The patient stated it was working after surgery. They had to do a revision and move the implantable neurostimulator (ins) from the back to the front because the patient was getting a burning sensation because it was rubbing on a nerve in the back. The machine turned itself off while on the phone with patient services. The repair department transferred the patient back to patient services because they only have their old patient programmer (pp), but not the new one, they lost it. The patient was going to call back with shipping information. The patient called to give the information to send the pp. The patient stated he had gotten a new device in 2014 but didn't know the model number or serial number and it wasn't registered. When the patient was called back, he found his pp and cancelled the order for a new one. Medical history includes failed back surgery syndrome. If additional information is received, a supplemental report will be submitted.